Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient presented to the emergency room with a heart rate of 20 bpm. Attempts to interrogate the device were unsuccessful, and the device was found to be fully depleted and not pacing. The device had been checked approximately 9 months prior, with an average estimated battery life of two years. The device was explanted and replaced. No further patient complications were reported as a result of this event, and the patient was reported to be stable following the replacement procedure.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4)